Event description:
It was reported that high impedance and high capture threshold were observed. System was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported high impedance was confirmed in the laboratory via review of impedance trend data recorded by the device. The device was tested on the bench and our automated testing equipment and was found to be normal. The cause of the event reported in the field could not be determined.